Event description:
It was reported that a patient underwent a three-level balloon kyphoplasty procedure at levels l1, l3, and l4. Reportedly, while the first two levels had been accessed and level l1 was filled with bone cement, the physician realized that the pt was not breathing. It was noted that there was no product malfunctions and everything worked as intended. Reportedly, the cause of death is not available. No add'l info was reported.

Manufacturer narrative:
Method - device not returned; followed up with company representative.